Event description:
While assessing patient and zassi rectal system, nurse noted the white and blue ports were torn away from the catheter tubing. Reportedly, nurse successfully drained fluid from the catheter and removed the rectal catheter without patient injury.

Event description:
While assessing patient and zassi rectal system, nurse noted the white and blue ports were torn away from the catheter tubing. Reportedly, nurse successfully drained fluid from the catheter and removed the rectal catheter without patient injury.